Event description:
Reportedly, the device could not cut the tissue. After firing, the surgeon rotated the wing nut two full turns and tried to remove it, but could not. Changed to the open procedure. Used another device.